Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for endocarditis that was unrelated to the implanted system. However, during the hospitalization episodes of loss of right ventricular (rv) lead capture resulting in long ventricular pauses, apparent ventricular standstill and complete heart block were noted on telemetry and on the electrocardiogram. Initially the auto-capture feature was turned off but the patient continued to have episodes each night similar to before. A drop in r waves, variable thresholds and threshold rise on the right ventricular (rv) lead were noted. It was suspected that the endocarditis had affected the lead and there may be some growth or mass that was interfering with the lead function. Initially, the outputs on the lead were increased and the lead was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.